Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a medium, uterine manipulator device was being used during a hysterectomy procedure on (B)(6) 2025 when it was reported ¿v-care snapped at the base in the middle of a hysterectomy.¿. Further assessment questioning found that the device did not fragment or fall into the surgical site. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event of v-care tube snapped is confirmed. Examination of the returned used device 60-6085-201a found that the device was broken above the handle. Root cause cannot be determined, however, based upon photos and IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 6 forward components to the vcare cervical elevator retractor. 1) intrauterine balloon, 2) cervical, cup 3) vaginal, cup 4) locking assembly, 5) thumbscrew, 6) heat shrink. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a medium, uterine manipulator device was being used during a hysterectomy procedure on (B)(6) 2025 when it was reported ¿v-care snapped at the base in the middle of a hysterectomy.¿ further assessment questioning found that the device did not fragment or fall into the surgical site. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.